Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the luer was noted to be broken. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 65658, was returned and analyzed. Visual inspection of the balloon catheter showed the device push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed the performance test; electrical integrity and impedance were also within specification. In conclusion, the reported issue was confirmed. The balloon catheter failed the returned product inspection due to the broken push button luer. If information is provided in the future, a supplemental report will be issued.